Event description:
Customer reportedly obtained a result of 87 mg/dl on the compact plus system while unresponsive. The paramedics were called, and within 15 minutes they received a result of 37 mg/dl on their device. Customer was given an IV of unk contents and transported to the hosp where she was again given an IV of unk contents. Requested return of the suspect system and replacement was sent.